Event description:
It was reported that the patient had received an alert notifier for eri. The patient did not contact their physician. At a follow-up visit, the device was interrogated and confirmed to be at eri. Premature battery depletion is suspected. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.